Event description:
Pt visited dentist in emergency clinic on sunday for treatment of the upper left 2. Gates glidden drill #4 sheared off into the cavity. Dentist unable to remove. Pt went to their own dentist, who was unable to remove the drill from the pulp; filled around it. To co's knowledge, pt is doing well.